Event description:
It was reported that the patient was not feeling well. The right atrial (ra) lead exhibited undersensing which caused loss of tracking and increased atrial pacing. The ra lead was also noted to exhibited non-capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.